Manufacturer narrative:
The hardware investigation was completed on 26-jun-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto® 3 system and a map shift was noticed after some ablation had occurred. When they remapped using the octaray catheter, the map shift was noticed. The first map appeared as they were mapping on the anterior ridge of the left atrium, and the second map showed that they were on the posterior wall. There were no errors displayed on the carto 3 system or the ngen generator. There was no patient movement and no cardioversion. The procedure was completed without further issues. Device evaluation details: the bwi field service engineer (fse) performed a follow-up case and confirmed that the map shift was not duplicated. An investigation was initiated by the manufacturer. The logs were requested in order to investigate the issue. However, the fse confirmed that the data was no longer available, therefore no investigation could be performed. The complaint history of the system was reviewed, and no similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #34294 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #34294, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto® 3 system and a map shift was noticed after some ablation had occurred. When they remapped using the octaray catheter, the map shift was noticed. The first map appeared as they were mapping on the anterior ridge of the left atrium, and the second map showed that they were on the posterior wall. There were no errors displayed on the carto 3 system or the ngen generator. There was no patient movement and no cardioversion. The procedure was completed without further issues.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to section d4. Primary UDI number (B)(4) and to section g4. PMA/ 510(k) k231207. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).